Event description:
User facility reported noticing a blood leak coming from the bushing/tubing connection of the pump cassette during cardioplegia delivery. The leak was noticed 30 minutes into the case. The arrest agent had been delivered and retrograde was being given at 98-100 ml per minute. The blood inlet was clamped, the set was changed out, and the surgery continued. The patient was off the pump 5-7 minutes during the change out. The patient did fine; there were no complications.

Manufacturer narrative:
(B)(4). The device failure did not contribute to an event. There were no patient complications. After evaluation of the device the root cause was determined to be due to manufacturing process technique. Line leaders and operators were trained on (B)(4) 2011 per quest skills document (B)(4) method. The training reinforced the proper technique to use when solvent bonding tubing to tubing connections.